Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 320-40-03 - humeral liner, 40mm, +2.5. (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-32-40 - expanded glenosphere, 40mm, for small reverse. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 82 year old female patient, underwent a revision procedure approximately 3 months from the initial procedure due to chronic dislocation. The patient was converted into a cta hemi. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. They were disposed of by the customer. Device images were provided. No further information.